Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the battery then a few minutes later it was beeps again did not noticed the what was the alarm but the insulin pump went off as well as power lost alarm making insulin pump unusable. Customer's blood glucose level was 202 mg/dl. Customer also reported that the insulin pump had received multiple insulin pump error alarm. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and the test was pass. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected pump error 63 alarm, pump error 3 alarm, power loss alarms, or audio alarms noted during testing however, pump error 63 alarm (variable 9) and pump error 3 alarms are found in the downloaded history files due to a software error. The device was monitored and no unexpected battery power loss, powering off or blank display noted.